Event description:
In 2009, the patient reported that yesterday, he received 8-10 occlusion errors on his insulin infusion device. As a result, he said he had an elevated blood glucose reading of "300 mg/dl something." He said he performed his own troubleshooting and determined the issue was with the headset. He said he corrected his reading by bolusing 5 units of insulin 3 times. He discarded the infusion set at issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.